Event description:
The reporter states that the accu-chek advantage system was on fire when he arrived home. No reported symptoms/actions/treatment. No adverse event reported. New system sent to customer and return requested.